Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array and sliced at the fantail region prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires along the lead and near the array. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The open visual inspection revealed disturbed wirebonds at some components which occurred during the failure analysis process. The scanning electron microscopy analysis of the electrode revealed no anomalies. The reported complaints of discomfort, non-auditory sensations, and sound quality issues could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. This device passed all of the electrical tests performed with the exception of the radio frequency open device and direct current testing, which are believed to be due to electrical damage induced during the failure analysis process. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires at the fantail and near the array. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Event description:
The recipient is reportedly experiencing sound quality issues and decreased performance. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.